Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had revision with sigma rp tc3 knee. The patient had developed instability and laxity. There was a 12.5mm tc3 rp insert and that was exchanged to a 20mm tp tc3 insert. The knee was stable and the surgeon seemed satisfied with the result. There did not seem to be visible damage or wear to the insert that was removed. Doi: 3 to 4 years ago, dor: (B)(6) 2020, right knee.